Manufacturer narrative:
Consumer was sent a prepaid label to return the product for evaluation, but the consumer has not returned the product.

Event description:
Consumer alleges her unit caught on fire. No injuries or property damages were reported with this incident.